Manufacturer narrative:
Initial reporter postal code: (B)(6). Manufacture date: march 13, 2017 ¿ march 15, 2017. One actual folfusor unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an underinfusion with a small volume folfusor. The pump was filled with 54ml 5fu and 67ml nacl 0.9%. The reporter stated that after 48 hours "almost nothing" was infused to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.